Event description:
It was reported that a dexcom g7 continuous glucose monitor paired with the ilet system experienced signal loss after initially functioning for several hours, and despite toggling the cgm switch and re-pairing attempts with agent assistance, pairing failed and the patient planned to replace the sensor and contact dexcom. Symptoms included intermittent loss of glucose data from the cgm. Outcomes included interruption of cgm data availability to the ilet system without injury, hypoglycemia, hyperglycemia, or hospitalization. Investigation included guided troubleshooting and education on sensor pairing and device connectivity. Investigation of this case revealed a persistent cgm communication issue with the external sensor, and the responsible device could not be identified. It was concluded, based on previously established findings for similar reports, that the cause was likely a cgm-sensor connectivity failure.